Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an abrupt increase in pace impedances with measurements greater than 3,000 ohms. Suspecting the lead to be fractured, the physician performed a revision procedure wherein the lead was surgically abandoned and replaced. No adverse patient effects were reported.